Event description:
The patient was admitted for a procedure to treat a lesion in the left internal to common carotid artery. The lesion had 88% stenosis. A percusurge was used for the procedure and two precise nitinol stents were successfully implanted. The patient's blood pressure dropped during the procedure. The patient was given dopamine hydrochloride for five days and his blood pressure went back to normal. The patient did not have any neurological symptoms.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers is 9616099-2008-02755. Additional information will be submitted upon 30 days of receipt.